Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ protector p15j leaked between the protector and vial. The following information was provided by the initial reporter: " according to the customer's report, the hcp attached a protector to the vial of rozeus for preparation, fluid leakage occurred."

Event description:
It was reported that bd phaseal¿ protector p15j leaked between the protector and vial. The following information was provided by the initial reporter: " according to the customer's report, the hcp attached a protector to the vial of rozeus for preparation, fluid leakage occurred."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 19-apr-2022. H.6. Investigation: one sample was provided to our quality team for investigation. The product was visually inspected, no damage or defects were observed on the protector, the needle of the protector penetrated the rubber stopper properly, however. The protector was noted to be removed from the vial. An adapter device used within the protector was observed, preventing proper connection onto the vial. After properly reconnecting the protector, functional testing was performed, liquid could successfully move to the vial and back to the syringe without issue and no leakage between the protector and vial was observed. A device history review was performed for the suspected lot 2006104, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes visual and functional testing throughout manufacturing to ensure the quality and functionality of the device, including leakage testing. Testing results were reviewed for the suspected lot and no issues were identified, product was verified to meet required specifications. Five retained samples of the same lot were used for additional evaluation. Functional testing was performed, connecting the protector sample to a vial, injector, and syringe per the instructions for use provided with the product. The liquid was able to be drawn from the vial and move between the vial and syringe without issue, in all cases the product functioned as intended and no leakages were observed. Based on our investigation and sample evaluation, the adapter observed on the protector prevented the proper connection of the protector onto the vial, likely leading to the leak reported.